Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported inflammation and suspected hypersensitivity to neuragen. The product was used for forearm nerve repair case back in (B)(6) of 2020. Additional information has been requested.

Event description:
N/a

Manufacturer narrative:
Updated fields: g3, g6, h2, h10 initially a neuragen product was reported for this case; however a lot number was provided at a later date which corresponds to a neurawrap product (ID nw1020). Report for neurawrap product has now been filed under mfg report number (B)(4) in substitution of this report. Please cancel this report (mfg report number (B)(4)- neuragen).

Manufacturer narrative:
Neuragen was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.